Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in the clinic after receiving a vibratory alert due to high, out of range high voltage lead impedance. The high impedance issue was suspected due to a pocket issue. A chest x-ray and further testing on the lead was recommended. The patient was stable and will continue to be monitored.